Event description:
Event description guidant received information that during an ep test, the physician performed a vf induction procedure. Following the induction, the ICD made a "pop" sound and failed to deliver therapy to the patient. No adverse patient effects were reported.